Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging the patient experienced cough and noise pain. These events are assessed as non-serious by the pms clinical expert. Medical intervention was not specified. The manufacturer is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
In the previous report, box b: adverse event or product problem was stated as "product problem," and the type of reported complaint was stated as "serious injury" the correct choice should have been "malfunction," which has been updated in this report.